Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found that the power knob was loose and could be turned when locked. The fsr found the indexing pin was out of the hole in the front panel and the whole assembly was turning with the potentiometer. The fsr re-installed the power knob and confirmed correct operation. The fsr performed the patient circuit calibration and performance check and the unit meets manufacturer's specifications.

Event description:
The customer reported that the power knob was spinning around the potentiometer while the unit was in use on a patient. The patient was placed on another unit and there was no patient harm.